Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that a patient presented with grade 5 degenerative mitral regurgitation (mr), a dilated left atrium, and a severe anterior bi-leaflet prolapse for a mitraclip procedure. The first clip had jumped open during initial opening in the left atrium. The first clip was placed medially on the anterior and posterior leaflet segments 2 (a2p2), and a residual mr jet remained. The pre-deployment sequence was started and the clip remained closed during first establish final arm angle (efaa). After lock line removal, second efaa was attempted and the clip opened to 30-40 degrees. Because the lock line was removed, the clip could not be removed. The clip was closed again and implanted. After clip deployment the clip opened again to 30-40 degrees. The leaflets remained fully inserted, but the mr jet increased from grade 3-4 to 4. A second clip was positioned lateral to the first clip, on the center of a2p2. During efaa (before lock line removal), the clip opened smoothly to 60 degrees. Efaa was attempted again, and the clip continuously opened to 60 degrees. Therefore, the clip delivery system (cds) was removed. A replacement device (xtw with lot#40108r1101) was implanted with no reported issues. A third clip (xt) was implanted medially to the first clip for stabilization. A fourth clip (ntw) was attempted to placed lateral to the second clip, but did not result in additional mr reduction. It was noted there was difficulty gasping with the fourth clip. Thus the cds was removed. The mr was reduced to grade 3-4. The patient was stable and moved to recovery. There was no clinically significant delay. It was reported that on 22apr2024 the mr was recurrent from grade 3-4 to grade 4. A second clip intervention was performed with an additional mitraclip xtw implanted. The xtw was implanted lateral to the previously implanted clips on (B)(6) 2024. The mr was not reduced and remained at grade 4. The patient was stable and moved to recovery.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent rm was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.